Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
The clinical coord reports a smell of gas during morning gas exchange. No pt was involved and no user harm was reported.